Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (unk mg/ml at 4 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a routine pump replacement yesterday. The company representative (rep) stated that a back table prime was done and no a spirate from the catheter access port (cap). Last night the patient had withdrawal symptoms and went to the clinic today. Discussed checking pump logs, confirm all procedures, and cap aspirate / dye study. Additional information was from a company representative (rep indicated that the physician did a catheter revision on (B)(6) 2024. The cause of the catheter unable to aspirate was unknown. Outcome: it was noted that the catheter aspirated with no issue after the revision. Moreover, the rep will do more updates at the later time.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 23-feb-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown to medtronic at the time if the patient's symptoms were resolved. The current state of the catheter was that it was still in use and implanted, but there was a partial removal with additional 8596sc added. It was stated that the hospital discarded the device. When asked if there were any issues with the catheter that prevented it from being aspirated, the rep stated that it was assumed to be scar tissue in the pocket. Once the catheter was released from the scar tissue, the catheter was easily aspirated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.